Manufacturer narrative:
Updated fields: b4, d9,g1-contact person ¿ mfg site, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Additional initial reporter: (B)(6). A getinge field service engineer (fse) evaluated the unit and replaced storage bin job successfully. All functional test and safety test meet factory specifications. Unit was returned to user.

Event description:
N/a

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump's (iabp) storage bin repair. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.